Event description:
Additional info received by medtronic ave reported that during the explant, it was noted that there was close renal approximation and well-incorporated iliac contact zones. Medtronic ave received the explanted stent graft onf 2/26/2002. The analysis of the explanted stent graft has been completed. Type 2 leaks were the likely cause for the increase in aneurysmm diameter. The stent fractures are not likely to contribute to the formation of type 2 leaks. The abrasion induced holes and weave deformation cannot be ruled out as a contributing factor of the increase in aneurysm diameter, though the physician did not make note of any transgraft leaking at explant.

Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm 1997. The aneurysm diameter was 52mm and the vessel morphology is unknown, a CT scan at six-months post-implant showed "normal findings" but an increase in aneurysm diameter to 56mm. The aneurysm continued to expand by 2mm increments at each successive six-month scan. The aneurysm diameter increased to 70mm; therefore, an angiograpm was performed in an attempt to locate a type ii endoleak, which was thought to be contributing to the increase in aneurysm diameter. An aortogram demonstrated a large inferior mesenteric artery, which was implicated in the aneurysmal sac diameter increase. It is reported that the pt was scheduled for laparoscopic ligation of the inferior mesenteric artery in 2001. The ligation procedure was successful on the first execution but during the second procedure, the vessel was avulsed, which necessitated that the procedure be completed by traditional laparotomy and vessel ligation. It is reported that the patient recovered and was discharged home on the ninth post-operative day. Subsequent CT scans at six-month intervals demonstrated additional type ii endoleaks, which caused the aneurysmal sac diameter to increase: on almost nine months later, the aneurysmal diameter had increased to 72mm and three montns after this, the aneurysmal diameter had increased to 78mm. The decision was made to convert the patient to open repair. In the following month, the aneurx stent graft was explanted. The patient is still hospitalized having had a period of bacterial pneumonia but is considered to be recovering. No further information is available at this time. Receipt of explanted device is pending.